Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma. The physician opened up the implantable cardioverter defibrillator (ICD) pocket to clean up the hematoma. The device was placed in an absorbable envelope and the pocket was closed. The device remains in use. No further patient complications have been reported as a result of this event.